Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2018-03694 (B)(6). It was reported that unstable angina and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented with myocardial infarction (mi) with unstable angina (braunwald classification: ib). Prior to procedure, the patient was noted to have abnormal fractional flow reserve (ffr) indicative of ischemia and was referred for cardiac catheterization. The target lesion #1 was located in the mid right coronary artery with 95% stenosis and was 15mm long with a reference diameter of 3.00mm. The lesion #1 was treated with pre-dilatation and placement of a 3.00x20mm study stent with 0% residual stenosis. The target lesion #2 was located in the mid left anterior descending (lad) artery with 75% stenosis and was 23 mm long with a reference vessel diameter of 2.50 mm. The target lesion #2 was treated with pre-dilatation and placement of 2.50 x28 mm study stent with 0% residual stenosis. In addition, a non-target lesion located in the proximal lad, was treated with placement of a 3.00x12mm non-study promus element drug-eluting stent. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient was hospitalized for increasing angina and a synergy stent was implanted in the left main coronary artery(lmca). In (B)(6) 2017, the patient presented to hospital with associated symptoms of chest pain and subsequently after reviewing the medical history and symptoms, the patient had an atretic left internal mammary artery (lima) and was referred for further evaluation of angina and was eventually admitted to the hospital. Left heart catheterization (lhc) and coronary angiography was performed which revealed 30% isr of previously placed synergy stent located in the lmca, 50% isr in the proximal lad promus element stent and 50% stenosis in distal lad. Post lhc and coronary angiography, the patient was treated using balloon angioplasty in the proximal lad and lmca. Residual stenosis was noted to be 0%. One day post procedure, the patient was discharged on dual anti-platelet therapy.